Event description:
It was reported that this patient was received at the emergency room due to an experienced syncopal episode. Reportedly, it was noticed that this right ventricular (rv) lead capture thresholds were raising, and a safety margin was programmed because of it. In addition, there were some heart pauses noticed with a telemetry interrogation. Thus, the patient performed isometrics where the physician recreated noisy signals. Subsequently, this 26-year-old rv lead was surgically abandoned and replaced, due to a suspicion of a conductor fracture causing the mentioned issues. No additional adverse patient effects were reported.